Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. Pump received with cracked case at the display window corner, minor broken reservoir tube lip, minor scratched lcd window, cracked case, cracked lcd window, stained end cap sticker, cracked belt clip slot, cracked case reservoir tube window corner, stripped battery cap(p)coin slot and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 404 mg/dl at the time of the incident. The customer stated that the insulin pump had a recurring motor error alarm. Customer also reported that the insulin pump battery cap was hard to remove and it was damaged after it has been dropped to the floor. Customer also reported to have experienced a high blood glucose of 404 mg/dl and declined troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.